Event description:
It was reported that intermittent undefined alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.